Manufacturer narrative:
The reported event of autopulse platform system displayed user advisories au41 and ua18 error messages was confirmed during archive review, but not during functional testing. The reported complaint of ua45 was not confirmed based on the archive data and during functional testing. There was no device malfunction and the platform functions as intended. During visual inspection, the autopulse platform revealed top cover and front enclosure damage, this is unrelated to the customer reported event. The device passed a 15 minute initial functional test with the large resuscitation testing fixture, (lrtf) equivalent to a (B)(6) pound patient. A review of the autopulse's archive data was performed and it showed multiple ua41 and ua18 error messages occurred on (B)(6) 2019, rather than on the reported event date given by the customer of (B)(6) 2019, thus confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. It is likely that the user has cleared the ua45 (shaft not at "home" position occurred. The lifeband straps were not pulled completely out prior to turning the device on.) Before returning the platform for evaluation. The autopulse user guide instructs to clear ua45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. The storage and shift check conditions are not know. However, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua41 in rare cases. As a precautionary measure the temperature sensor was replaced and the device met all specifications. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR.

Event description:
It was reported that during shift check, the autopulse platform system displayed user advisories ua45 (not at "home" position after power-on/restart), au41 (patient temperature sensor failure) and ua18 (max take-up revolution exceeded) error messages. No patient involvement.